Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 562 mg/dl. The customer¿s current blood glucose 473 mg/dl. The customer had treated with manual injections. The customer was assisted with performing displacement test and the test was passed. The product was not returned for analysis.